Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 26-feb-2026. Investigation summary: bd received 5 samples for investigation, which did not show customer indicated failure mode of ER- ast. Factors that may contribute to erroneous results - ast were unable to be evaluated through a clinical study as the tubes were expired at the time of review. Clinical evaluation cannot be conducted on expired tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. A review of the device history record indicated a quality notification was raised for an additive issue. Affected product was disposed of according to procedure and lot passed all in-process and final quality checks for lot release. This complaint has not been confirmed for the indicated failure mode: erroneous results - ast. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes, ast results are high post centrifugation with an unspecified number of tubes. Results were reported to clinicians. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received five samples for investigation; however, the samples expired on 28 feb 2026. Therefore, a visual evaluation of the returned samples was conducted, and no signs of additive abnormality were observed. Factors that may contribute to erroneous results - ast were unable to be evaluated through a clinical study as the tubes were expired at the time of review. Clinical evaluation cannot be conducted on expired tubes. A review of the device history record indicated a quality notification was raised for an additive issue. However, product was disposed of according to procedure and lot passed all in-process and final quality checks for lot release. This complaint has not been confirmed for the indicated failure mode: erroneous results - ast. Bd was unable to determine a root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes, ast results are high post centrifugation with an unspecified number of tubes. Results were reported to clinicians. No adverse impact was reported regarding the patient or user.